Event description:
It was reported that the patient said that the penis gets swollen when used-feels suction irritates it. It's unclear if lot number was requested. \ used with male wicks. (B)(6). Per additional information received via email on 05aug2025, then suction started to cause penis and scrotum to swell and become very red and inflamed. (As in a child putting cup or glass over mouth and sucking in causing that ring around mouth and causing lips to puff up.) There was/is no way to control amount of suction. We were very disappointed as it¿s a great product. My husband used it in a hospital setting, then I purchased for when he was coming home. It was unknown what medical intervention provided.

Manufacturer narrative:
The initial reporter's complete zip code that was provided was(B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There was light and sound indicating function. A DHR review is not required as the reported event is unconfirmed. Labeling review is not required as the reported event is unconfirmed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that penis gets swollen when used-feels suction irritates it. It's unclear if lot number was requested. Used with male wicks. Per additional information received via email on 05aug2025, then suction started to cause penis and scrotum to swell and become very red and inflamed. (As in a child putting cup or glass over mouth and sucking in causing that ring around mouth and causing lips to puff up. ) there was/is no way to control amount of suction. We were very disappointed as it¿s a great product. My husband used it in a hospital setting, then I purchased for when he was coming home. It was unknown what medical intervention provided.